Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with over 250 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.